Event description:
It was reported that the patient visited the emergency room because the alarm on the implantable cardioverter defibrillator (ICD) was beeping. Impedance warnings had triggered the alarm. An x-ray was done and it was found that the right ventricular (rv) lead was twisted in the pocket and the right atrial (ra) lead was hanging in the ventricle. The ICD remains in use. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst commented, the lead was returned with tissue on helix. (B)(4).